Event description:
The lead was placed in 2009. The implantable neurostimulator was replaced in 2008, with poor results. The patient only perceived stimulation at the neurostimulator site. There was no coverage of painful areas. All programming possibilities were reviewed without success. The lead was replaced the following year, with excellent coverage of pain. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
The lead has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.